Manufacturer narrative:
The supplier received two samples for their investigation. The samples arrived with the balloon torn, possibly from a catheter removal procedure. Both samples were examined under a magnifying camera and there were no abnormalities observed on the dinking eye. The hard valve was removed from both samples and installed on a new catheter to test the functionality of the hard valves. The balloon of the new catheter was deflated normally, indicating that there are no issues with the valves. Because the samples were received in an inadequate condition, further analysis could not be completed. The reported condition could not be confirmed visually or functionally at this time due to the conditions of the catheters. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
H3 evaluation summary a device history record (DHR) review could not be performed because a lot number could not be provided. Two catheters were received for evaluation. The reported condition of the balloon not able to deflate and difficult to remove, could not be confirmed visually or functionally due to the conditions of the catheter. The catheter was received cut from the balloon for removal from the patient. The affected component is produced by an external supplier. This site¿s process only consists of a pick and place operation for this material. An investigation was requested to the manufacturer. The results will be documented when the results are received from the supplier. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was difficulty removing the catheter. The balloon appeared to be unable to deflate. No patient injury reported.